Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: a DHR was performed, quality notification and maintenance analysis and no occurrences potentially related to the incident was observed. The sample sent by the customer were verified and it was not possible observe the reported defect. After that sample evaluation and complaint description, it was not possible confirm the occurrence. Investigation conclusion: bd was not able to confirm or reproduce the incident in question. The 10 samples sent by the customer were verified and it was not possible to observe the reported defect. Complaint was not confirmed. Root cause description: a DHR was performed, quality notification and maintenance analysis and no occurrences potentially related to the incident was observed. The sample sent by the customer were verified and it was not possible observe the reported defect. After that sample evaluation and complaint description, it was not possible confirm the occurrence. Rationale: CAPA is not required.

Event description:
It was reported that before use of the bd plastipak¿ 3ml luer-lok¿ syringe the plunger has damage. There were 105 occurrences.